Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received two leads from the same lot number. It was reported the patient has never received pain relief from the system. The patient also reported surges in the stimulation with positional changes and the surges happen even when the system is off. The patient has been reprogrammed which did not resolve the issue. Surgical intervention is planned to address the issue.